Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. (B)(6).

Event description:
An event involved an ext set, smallbore with clave where it was reported that leakage from clave and the tube junction during infusion. There was no bleed back reported. There was patient involvement, and no patient harm reported.